Manufacturer narrative:
Device is indicated for pta/ptv use. This was used off-label for stent re-dilation. The IFU states to use an inflation device with pressure gauge. This catheter was inflated by hand to twice the rbp. Labeled rbp is 3.0 atm, according to hospital it was taken to 6.0 atm.

Event description:
Balloon burst. During a cardiac catheterization a pre-existing stent was re-dilated to 10mm using a ptv catheter; tyshak ii. Using a hand pressure, 6 atm of pressure was obtained and balloon ruptured. During retraction of balloon into a 7fr sheath, the tip sheared off in subclavian vein requiring cutdown procedure to retrieve.